Manufacturer narrative:
The ge representative performed an on site investigation. The software was reloaded. The collimator was recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported, the system displayed a filament error message and a collimator error message. No report of pt injury.